Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that info was rec'd via the applied technical dept upon receipt of the implant registration form on july 03, 2007, that the pt had been explanted and re-implanted in 2006. Despite inquiries, no further info is available at this time.